Event description:
Customer reported images are getting mixed up. No patient injury occurred, customer was able to find all patient images and transfer to pacs.

Manufacturer narrative:
Service rep could not duplicate, erased patient data from hard drive in case of corruption. Rebooted unit and verified patient directory reloaded correctly. Fluoro and saved images to hard drive. Unit fully functional.